Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old (B)(6) female patient who underwent an breast augmentation revision with 430cc on the left and 455cc on the right side mentor memorygel silicone breast implants has experienced unexplained systemic symptoms postoperatively, including (cidp) chronic inflammatory demyelinating poly-neuropathy, bad vision, hormones are all over, endocrine problems, thyroid problems, brain fogginess, hashimoto's, hair is falling out and was diagnosed with hashimoto¿s autoimmune, and (cidp) chronic inflammatory demyelinating poly-neuropathy last year. Patient reported that she is under care for hashimoto¿s, and cidp. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.